Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported to the emergency room with chest pain and pre-syncope. High right ventricular (rv) lead thresholds were noted. The physician reviewed the lead by fluoroscopy and suspected that a perforation and pericardial effusion had occurred. The patient underwent pericardiocentesis and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.